Event description:
A malfunction was reported on a pump, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on resetting the pump and assisted in the reset process. The malfunction code did not recur after the pump was reset, and the customer was advised to continue using the pump and to call back if the issue happened again.